Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway ( expiration date: 02/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement for treatment of an aneurysm, the stent graft allegedly failed to deploy. It was further reported that the procedure was completed with two additional stent grafts. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified , respectively. Manufacturing review: based on the available information and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the delivery system could only partially deploy the stent graft. The outer sheah was found elongated in the proximal section indicating that high friction was present during deployment attempt. During evaluation testing a flushing related deficiency could not be identified. No indication could be found for a process related issue. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported application presents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Furthermore, the IFU states: 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.' H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement for treatment of an aneurysm, the stent graft allegedly failed to deploy. It was further reported that the procedure was completed with two additional stent grafts. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned sample an unsealed device packaging was unconfirmed. The pouch was found opened over the whole breadth but the welding seam was clearly visible in good condition indicating that the product had been correctly sealed and the product was actively opened after the sealing process. Furthermore, the safety clip was not part of the sample return, the delivery system was found partly clipped out of the grip, and the stent was found shifted inside the tip which in summary did not match the reported event description which stated the product was not in use. The investigation will be closed with inconclusive result. Based on the available information the investigation was closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the applicable labeling for this product, the potential issue was found addressed. The instructions for use (IFU) state: 'visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is open or damaged.' In this case the user reportedly followed the IFU and did not use the product on the patient. The IFU further states: 'during delivery system preparation, ensure that the red safety clip remains in place until the stent is ready to be deployed (...) Just prior to stent deployment, remove the red safety clip'.